Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and was dislodged. Additional information indicated that the lead was found to be in coronary sinus which was verified through x-ray. In addition, the outputs and pacing vector were reprogrammed. The lv lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information indicates that this left ventricular (lv) lead was explanted.